Event description:
It was reported that the customer was treated by paramedics on (B)(6) 2015 for a low blood glucose level. The customer's blood glucose level was 56 mg/dl. Customer was treated at home using glucose paste. Troubleshooting was performed and the settings were reviewed and corrected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.